Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tip of a screwdriver does not engage the screw. There was no patient involvement. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). This report is for 1 stardrive screwdriver shaft 55mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 314.453. Lot: 8868212. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the stardrive screwdriver shaft t8 55mm (p/n 314.453; lot 8868212) was received at us customer quality (cq). It was noticed that the distal end tip of the device was twisted. No other issues were identified with the returned components of the device. Functional test: a functional test could not be performed as the mating device was not returned with the alleged device. The complaint replication cannot be performed with the returned device. Dimensional inspection: dimensional inspection of the distal tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Mfg & current. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed for the stardrive screwdriver shaft t8 55mm (p/n (B)(6); lot 8868212) as a portion of the distal cutting profile tip was observed to be twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.